Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had gained weight. As a result, her ipg was pushing against the patient's pants line creating discomfort. As such, the patient underwent surgical intervention where the ipg was electively explanted and replaced with a different model. The ipg was also repositioned. The reported issue is now resolved.